Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported he turned on the hc and it alarmed with high drain 101 in the set up. The technical service representative (tsr) explained the alarm and explained the hc would be swapped. The hp stated the peritoneal dialysis nurse (pdn) would assist with programming. The tsr reviewed the therapy log: total ultrafiltration (uf) 2239ml, therapy complete, initial drain volume 54ml, last fill volume 1536ml, total fill volume 8002ml, total drain volume 10242ml, average dwell time 1:24, average drain time 0:36, no bypasses, no manual drain. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). During a follow up with the nurse regarding the high drain alarm, it was revealed that the home patient (hp) had no issues. Product surveillance notified the nurse of the cause of high drain identified through the device evaluation. Per nurse, hp's adequacy has been great and has been doing fine and continuing therapy without issues. The nurse added that she will be seeing the hp next week also, and she would review his programming then. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided. The reported difficulty of high drain volume 101 alarm (increased intra-peritoneal volume (iipv) was confirmed in the device logs. The initial drain volume alarm setting was 0, with a programmed last fill volume of 2000ml. The cause of the iipv was determined to be use error; initial drain alarm setting was inappropriately programmed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. Device meets specification for the reported issue. This issue is being investigated through a CAPA.